Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 41 mg/dl. The customer stated that she initially woke up with high blood glucose levels, and throughout the day she experienced low blood glucose levels. The customer also stated that she had a virus the previous week. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.